Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for eval. Photographs of the device were provided. An investigation has been initiated based upon the reported info.

Event description:
It was reported by the patient's father that the valve was implanted in his (B)(6) daughter due to an arachnoid cyst. Then the patient was (B)(6), the valve was removed due to a dysfunction (overdrainage) and was replaced by another one. The father inquired if the valve that was removed was manufactured by integra. Photos of the device was provided. Add'l info has been requested. To date, no new info has been received.